Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.2 had failed on the auxiliary cabinet. A field service engineer logged into the hardware test application (hta) and tested both drawers. After opening and closing them, it was observed that ball bearings were falling out of drawer 2.2 and the rails were damaged. As this was a half-high drawer, it required replacement. The engineer removed all pockets in hta, transferred them to a new drawer, removed the old drawer and placed it into a box, then installed the new drawer with the existing pockets. The drawer was assigned in the store space configuration and tested in hta. An escort verified functionality by inventorying both drawers. All drawers were accessible and functioning normally after the repair. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer was failed. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer was failed. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.